Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during generator change out, it was noted that the set screw exhibited difficulty to be removed. The patient was stable throughout the procedure.

Manufacturer narrative:
Reported event of failure to remove setscrew from header was confirmed. The device was returned for analysis. Analysis revealed the atrial set screw was stripped and contained septum material inside the hex cavity. The cause of the reported event was due to septum material in the hex cavity prevented full insertion of the torque driver. The set screw anomaly was consistent with having occurred during the procedure.